Event description:
Event: jacket guard detachment. Case details: the delivery system was being removed when it was noted that the jacket guard and balloon remained inside the sheath. The sheath was exchanged and the jacket guard and balloon were successfully removed from the anatomy. The graft was successfully deployed and no patient injury was reported.